Event description:
It was reported that during a bph surgical procedure an "expired fiber" message was observed. The fiber was exchanged and while using the second fiber it was noted that the fiber "started end firing". A third fiber was used to complete the procedure. Patient outcome: "ok" reported. This report is for the second fiber.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits severe devitrification at output window; the metal cap exhibits moderate charred detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks and partially erased red octagonal sign and blue arrow indicator. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a bph surgical procedure at 0 joule and 0 minute an "expired fiber" message was observed. The fiber was exchanged and at 316,000 joules and 42 minutes second fiber it was noted that the fiber "started end firing" and "kept blinking". A third fiber was used to complete the procedure. The tips of the fibers were not cleaned during the procedure. Patient outcome: "ok" reported. This report is for the second fiber.